Event description:
An infection occurred following a c-section. A 250 cc painpump2 filled with plain marcaine was used. The doctor irrigated and prescribed an oral antibiotic. The wound was left open to drain. During a follow up appointment, the doctor stated she believes the skin issues were related to a reaction to the tape and not the painpump2. She also believes it was a wound site infection and not centralized around the catheter placement. The doctor still believes the wound being open is partially related to the device. Her thought is that due to the patient being so thin in that area of the abdomen, there was not enough tissue to absorb the medicine and it followed the path of least resistance and flowed through the incision. The doctor thought this hydrostatic pressure coupled with that of the infection kept the wound open and draining. She also thought that the marcaine coming out and sitting on the dressing for several days may have had an affect on the wound or the skin.